Manufacturer narrative:
One non sterile unit of sgw atw .014 j floppy 195cm guide wire was received inside of a plastic bag for analysis, in the guidewire a kinked condition was observed at 38 cm from proximal end, the coil tip was found stretched/unraveled and the core wire distal section was fractured at 1cm from distal end, the portion separated was received attached to core wire through stretched coil wire. The damaged area was observed under vision system and pictures were taken. The unit was sent to sem analysis in order to determine the cause of fracture and the results showed that "the core wire presented evidence of smearing and bending characteristics, as well as ductile dimples. It appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode." Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10038474. This packaging lot contained (B)(4) units, which were shipped from lake region medical limited on august 29, 2011. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failures by the customer as "guidewire- unraveled/stretched and fractured-separated" were confirmed due to the received condition of the device. The cause of these condition could not be conclusively determined; however the sem results suggest that reverse bending and/or pulling could be related to these failure modes. The exact cause of kinked condition found in guidewire during visual analysis could not be determinated. However, it could be related to procedural factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time. Additional investigation is ongoing and will be provided within 30 days upon receipt.

Event description:
During an angioplasty the wire shred inside the right coronary artery (rca). Upon receipt of the device, the core wire was fractured at the distal section.

Manufacturer narrative:
As reported, 'during an angioplasty the wire shred inside the right coronary artery (rca).' Upon receipt of the device, the core wire was noted to be fractured at the distal section. Multiple attempts to retrieve additional information were unsuccessful. The flexible, 'delicate' nature of the 'floppy' tip configuration requires due care in handling and use, as directed in the device instructions for use (IFU). Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. One non sterile unit of sgw atw .014 j floppy 195cm guide wire was received inside of a plastic bag for analysis, in the guidewire a kinked condition was observed at 38 cm from proximal end, the coil tip was found stretched/unraveled and the core wire distal section was fractured at 1cm from distal end, the portion separated was received attached to core wire through stretched coil wire. The damaged area was observed under vision system and pictures were taken. The unit was sent to sem analysis in order to determine the cause of fracture and the results showed that the core wire presented evidence of smearing and bending characteristics, as well as ductile dimples. It appears that the separation occurred while the sample piece was being stretched/ pulled due to the ductile dimples. Reverse bending and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting as the root cause was discarded since the fracture site did not present any characteristics typical of this failure mode. (B)(4). The reported failures by the customer as 'guidewire- unraveled/stretched and fractured-separated' were confirmed due to the received condition of the device. The cause of these condition could not be conclusively determined; however the sem results suggest that reverse bending and/or pulling could be related to these failure modes. The exact cause of kinked condition found in guidewire during visual analysis could not be determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Vessel characteristics and/or user interaction are likely contributing factors. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore no corrective or preventive actions will be taken at this time.